Manufacturer narrative:
Customer reported that the device was bad and pcb drains the battery. Missing upper back label and a new serial number sticker with out date. Pump was found to be displaying error code alarm message when batteries are inserted during the investigation. Performed functional check. Unable to determine who or what caused the problem. Replaced mpu board.

Event description:
It was reported that the device was bad and pcb drains the battery. No patient injury was reported

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy plus pump, the pump had bad pcb which drained it battery. No patient involvement reported.